Manufacturer narrative:
The main component of the system and other applicable components are: product type: lead.

Event description:
A trial patient reported they had a trial that started on (B)(6) 2016. The patient stated on (B)(6) they were only able to sleep on their right side to receive therapeutic effect, if they laid in other positions they did not provide them relief. The patient stated therapy would work if they were standing. The patient also mentioned that the wires were originally taped to their spine area but they moved them to their left hand side. The patient had increase stimulation from 2.8 v to 4.8 v. The patient planned to follow up with their hcp regarding the positional therapeutic relief and for the wires moving from the spinal area to the left side.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.